Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The operator rotated the turbohawk sx-c proximal to the lesion then turned on the device and the sx-c would not independently advance freely over the spider wire. When we realized the wire was locked into the sx-c the md removed both systems. The spider wire was caught on the cutter of the sx-c and both systems were removed. The procedure was completed by ballooning the stenosis and there was a good result. No passes were completed with the sx-c. Evaluation of the turbohawk and spiderfx was completed on (B)(4) 2016. The turbohawk was received wrapped inside a clear plastic bag, inserted a cutter driver. The torque shaft at the strain relief was bent approximately 90 degrees. The distal assembly was inspected and observed a spiderfx filter assembly was sticking out from the distal tip of the turbohawk. At the point of transition between the rotating tip and the stationary distal assembly, the capture wire was sticking out and was fractured. Approximately 3mm of the capture wire was exposed/protruding from the distal assembly. The guidewire tubing was inspected and found no damage that would appear to have contributed to the reported experience. It should be noted the distal tip showed signs of buckling. The customer's reported experience has been confirmed. The turbohawk was received with the spider fx capture wire protruding from the distal assembly at the location between the rotating distal tip and the stationary distal assembly. The capture wire fractured approximately 3mm from the point the point of exposure. The root cause of the reported event could not be determined. It is unknown if the spider fx was loaded within both guidewire lumens of the distal assembly during the procedure. Factors such as loading technique ancillary device interaction could not be evaluated. The spider fx was inspected and found no damages to the filter assembly. The portion of the capture wire exposed from the distal tip shows the wire bent approximately 90 degrees in relation to the guidewire tubing. The capture wire fractured approximately 3mm from the point the point of exposure. No other components of the spider fx were returned. The root cause of the reported event could not be determined. It is unknown if the spider fx was loaded within both guidewire lumens of the distal assembly during the procedure. Factors such as loading technique ancillary device interaction could not be evaluated. The instructions for use (IFU) warn: warning: the guidewire must go through both lumens; otherwise, the tip may be open. Operation of the device with the tip open could result in embolization of excised tissue.

Manufacturer narrative:
Additional corrected information received on (B)(6) 2016 corrected the patient gender to female. The rest of the spiderfx was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.